Event description:
Right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times and appears to result in inappropriate atrial pacing on saved at/af events. It was also reported that there is a capped right ventricular (rv) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).